Manufacturer narrative:
Correction: corrected b5 statement to include noise oversensing causing pacing inhibition.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. The right ventricular lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. The right ventricular lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.